Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device worked intermittent operation and emitted an unusual noise and the device had an unknown liquid substance on the internal components and the internal parts were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary radius ulna fracture surgical procedure, it was observed that the small battery drive device did not work initially. The user attempted to use a new battery device but the device sounded off and had low power. There was a minor unspecified delay to the surgical procedure due to the event. It was unknown if a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.